Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with low sensing of r waves and slight impedance changes on the right ventricular lead. However, the threshold was stable. An x-ray was performed, which showed that the lead had pulled back. On (B)(6) the lead was replaced. No further information is available.

Event description:
New information received on july 7, 2018, indicates that the lead was explanted and provided the reporting physician/facilities information.